Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, the pump time was incorrect, cause was unknown. Customer declined to correct time setting on pump and resumed insulin delivery successfully. Customer¿s blood glucose level was between 131-178mg/dl.